Event description:
It was reported that while using the subject device, the video image did not appear and there was a blackout. The reported malfunction occurred during setup prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11. The information provided in h11 was inadvertently omitted from the 1st supplemental report. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event occurred due to a defective video connector of the product, however, a definitive root cause could not be established. It is likely the following led to the malfunction: external electrical stress (application of static electricity by directly contacting the electrical contacts, short circuits due to connecting the electrical contacts while they were wet, etc.) Was repeatedly applied to printed circuit board inside the video connector, which led to deterioration of electronic parts. As a result, the operation became unstable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device, the video image did not appear and there was a blackout. The reported malfunction occurred during setup prior to an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the subject device, the video image did not appear and there was a blackout. The reported malfunction occurred during setup prior to an unspecified therapeutic procedure. There were no reports of patient harm.